Event description:
It was reported that the lead had migration and impedance issue. The lead was removed and replaced by a new lead. No product was returned to manufacturer due to facility policy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.